Event description:
It was reported by a physician that his pt's device returned high impedance on diagnostics. The pt was going to be sent for xrays and a replacement surgery. The pt was last in the office approx 2 months prior and diagnostics at that time showed normal device function. The pt's device was disabled, and there was no reported trauma that could have preceded the event. The pt subsequently underwent a full revision. Attempts for further info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.